Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3108393. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter the patient on february 22 due to recurrent cough, cough sputum 3 + years, aggravation with fever for 2 hours, outpatient to the acute exacerbation of chronic obstructive pulmonary disease admitted to the hospital hospitalization, the patient's blood high, to be ceftriaxone anti-infective treatment. Nurses on february 22 to follow the medical advice to the patient infusion, routine inspection found that the tip of the indwelling needle powder-like impurities, immediately be replaced with an indwelling needle, did not cause harm to the patient.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.